Manufacturer narrative:
As per the customer biomed technician, unplugging pressure cable, fixed the issue. It is likely that wrong cable was used initially. This is considered as user error. Internal file: p-13-00129. There are two separate mdrs filed for this complaint for the two pumps. S/n (B)(4), MDR 2249723-2014-00411. S/n (B)(4), MDR 224923-2014-00465.

Event description:
The customer reported that while the iabp was in use on a patient, the iabp read "system trainer". No simulator attached. They were unable to get an aline screen or zero the pressure. Patient was switched to a second pump with the same result. After finally switching patient to a third pump customer did not receive the "system trainer" message and continued pumping without any issues. No patient injury was reported. The serial number of the two pumps are: (B)(4).